Event description:
It was reported that this right ventricular (rv) lead was attempted implant during left bundle branch block (lbbp) stimulation procedure. During the procedure, the physician performed the usual equipment checks and noted that the helix was externalized with 8 turns, followed by 3 additional turns. After positioning the lead, unipolar stimulation did not result in capture and then the physician then began a few rotations of the lead body to advance it into the septum. During these manipulations, a sensation of blockage was reported. An attempt was made to withdraw the lead to improve positioning, but resistance was also felt during traction. The helix was then retracted, and the lead was successfully removed after several attempts. After removing the lead, it was found that the helix was no longer present at the distal end of the lead. Fluoroscopic examination revealed a fixed radiopaque element, the appearance of which seemed consistent with the helix. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant during left bundle branch block (lbbp) stimulation procedure. During the procedure, the physician performed the usual equipment checks and noted that the helix was externalized with 8 turns, followed by 3 additional turns. After positioning the lead, unipolar stimulation did not result in capture and then the physician then began a few rotations of the lead body to advance it into the septum. During these manipulations, a sensation of blockage was reported. An attempt was made to withdraw the lead to improve positioning, but resistance was also felt during traction. The helix was then retracted, and the lead was successfully removed after several attempts. After removing the lead, it was found that the helix was no longer present at the distal end of the lead. Fluoroscopic examination revealed a fixed radiopaque element, the appearance of which seemed consistent with the helix. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section h6 device codes. This report contains correction in section h6 patient codes and h6 device codes.